Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days post implant procedure, during a routine device check, this right ventricular (rv) lead was observed to be dislodged. The lead was not capturing at maximum output, and there was undersensing of the r-wave, and high capture thresholds were observed. Additionally, the patient noted that they were feeling stimulation with rv unipolar pacing. Subsequently, surgical intervention was performed to reposition this lead. The helix mechanism was retracted, and the lead was repositioned with satisfactory injury current observed. It was also noted by the patient that they had been carrying oxygen bottles which may have contributed to the lead dislodgment. No additional adverse patient effects were reported. This lead remains implanted and in service.